Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced urinary stress urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. Concomitantly the patient underwent a laparoscopic bilateral salpingo-oophorectomy, lysis of adhesionsin addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.